Event description:
While prepping to use a stryker femoral canal brush for a right hip arthroplasty, staff noticed a broken o-ring on the medical device before even opening the package. Staff grabbed a new device only to notice that the o-rings in the remaining product were also broken. The lot number for this product is 21217012. These devices were not expired. This issue presents a large risk for retained foreign body. Thankfully, our staff recognized the issue prior to the devices being used on a patient. Remaining devices with this lot number were removed from facility. Stryker was notified about the issue. No harm to patient at this time. Reference report: mw5145596.